Event description:
It was reported that when implant was introduced to patient, the surgeon seems to have problem to tighten the screw into the tibia. When the screw was removed, it was noted that the screw was broken at the tip. The surgeon did not ask to open a new screw as patient was awake during procedure and he did not want to scare the patient. Thus, he used our staples instead to do a double fixation at the tibia. No patient injury was reported.

Manufacturer narrative:
One sterile (B)(4) 9x30mm biorci-ha screw returned. Complaint stated: ¿it was reported that when implant was introduced to patient, the surgeon seems to have problem to tighten the screw into the tibia. When the screw was removed, it was noted that the screw was broken at the tip. The surgeon did not ask to open a new screw as patient was awake during procedure and he did not want to scare the patient. Thus, he used our staples instead to do a double fixation at the tibia.¿ dimensional inspection verified that this is a 9mm product. The head does not show signs of stripping. The distal threads are absent. The fractured pieces were not returned. The portion returned confirms a fracture of the distal tip. This is a symptom of torque. The complaint indicated ¿the screw broke during insertion¿. Information gathered indicates that most of the prep recommendations were followed except the size of the tap/tunnel. A 9mm tibial tunnel was created per the information request response.